Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 years after the dental implant was installed in intraoral region # 11 it was verified its loss of osseointegration. Forty n.cm of primary stability was achieved and immediate load was not performed. Patient presented bone type iii.